Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered potential inappropriate therapy due to oversensing. Technical services (ts) reviewed the available device data and determined that the recorded episodes demonstrated electromagnetic interference (emi) across all channels. Two episodes were classified as inappropriate ventricular arrhythmia detections, resulting in one inappropriate 41 joule electric shock. No additional adverse patient effects were reported. This ICD remains in service.